Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa d.2. Common device name: intravascular administration set h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve fall off was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each use to draw vacutainer tubes, and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the sleeve fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the rubber stopper that was inserted into the needle holder at the end of the blood collection needle fell off.